Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01959.

Event description:
The patient was undergoing a thrombectomy procedure in the m1/a3 segments of the middle cerebral artery /anterior cerebral artery using a penumbra system jetd kit (kit) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient had a type iii aortic arch. During the procedure, while attempting to remove thrombus in the m1 segment, the physician placed a neuron max in the target vessel, then successfully engaged the clot with a penumbra system jetd reperfusion catheter (jetd). However, the physician had difficulty while attempting to withdraw the jetd and upon removal of the jetd, the physician noticed that the tip of the jetd was not intact. Upon review of the patient under fluoroscopy, it was observed that the jetd r/o marker was in the a3 segment. The physician also observed a kink in neuron max in an area near the aortic arch and felt that the jetd was caught in the kink and when pulled, it became fractured. Several attempts were made to retrieve the jetd distal segment using a snare device but all attempts were unsuccessful because the snare device would not navigate to the a2/a3 segment. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60) and complete revascularization was achieved. There was no report of an adverse effect to the patient.